Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery.

Event description:
It was reported that the pump reset unexpectedly. Additionally, it was reported that a minimum fill notification occurred, reported the customer had less than the required amount of insulin in the cartridge. Customer¿s blood glucose level was 280 mg/dl - "high"; although specific value was not provided. Elevated bg was address by correction bolus.